Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was unable to be verified. The device was not properly evaluated for the reported symptom. The device will pass all testing, including flow testing, prior to return to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered at a lower rate or volume than programmed (under infusion) during flow rate testing in the biomedical service area. The device was programmed to deliver 50ml at a rate of 600ml/hr, the device delivered 40ml during the test. There was no patient involvement. No additional information is available.